Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Mps reporting on behalf of another mps, mentioned that the arm was vibrating more violently than usual when approaching haptics. Surgeon is concerned. Mps mentioned they don't usually use mako park.

Manufacturer narrative:
An event regarding unintended movement involving a mako robotic arm was reported. The event was confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced: yes. Work performed: replaced upper and lower trans cables. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed; system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that (B)(6) was inspected and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reporting on behalf of another mps, mentioned that the arm was vibrating more violently than usual when approaching haptics. Surgeon is concerned. Mps mentioned they don't usually use mako park.